Manufacturer narrative:
The device was not returned for analysis. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. The reported patient effect of stenosis is listed in the absolute pro peripheral self-expanding stent system instructions for use as a known adverse event that may be associated with the use of a stent in peripheral arteries and / or biliary tree. A conclusive cause for the reported stenosis, and the relationship to the product, if any, cannot be determined. The treatment appears to be related to the operational context of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2023 the 6.0x40 mm absolute pro stent was implanted in the proximal left superficial femoral artery. On (B)(6) 2023 the patient had multiple stenoses in the superficial, common, and deep femoral artery as well as the iliac artery. There was restenosis in the stented segment. Surgical bypass was performed on (B)(6) 2023. The condition resolved. No additional information was provided.